Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/age is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a risk score model for predicting intraprocedural cardiac injury during implantable cardioverter defibrillator implantation: insights from the national cardiovascular data registry. Journal of cardiovascular electrophysiology. 2019. 30:212-220. Doi: 10.1111/jce.13823. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding intraprocedural cardiac injury during implantable cardioverter defibrillator (ICD) implantation. The article reports patients who experienced cardiac perforations during the implant. Some patients experienced cardiac tamponade or required intervention. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.